Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that a patient was in the hospital due to fluid overload. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2025 the patient was hospitalized for fluid volume overload. The nurse did not have any information regarding the patient¿s hospital course or treatment and stated that the hospital discharge summary is not available. On (B)(6) 2025, the patient was discharged from the hospital continuing pd with the same cycler. The nurse stated that the patient was utilizing only 2.5% strength delflex pd solution was not achieving adequate fluid removal (ultrafiltration) during dialysis. The pd nurse confirmed that the hospitalization is not related to any issues/malfunctions with fresenius products. The patient has since switched to combination 4.25% strength pd solution without any further reported issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s subsequent hospitalization for fluid volume overload. However, currently there have been no allegations nor is there any objective evidence of a malfunction with the fresenius cycler associated with the event. Fluid volume overload is a common complication in patients with end stage renal disease (esrd) on dialysis. The patient was not achieving adequate fluid removal via pd from using 2.5% strength pd solution which ultimately resulted in a fluid volume overload event. The patient required a change to use 4.25% strength pd solution and continues pd treatment with the same cycler without any further reported issues. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that a patient was in the hospital due to fluid overload. In additional follow-up, the patient¿s pd nurse stated that on (B)(6) 2025 the patient was hospitalized for fluid volume overload. The nurse did not have any information regarding the patient¿s hospital course or treatment and stated that the hospital discharge summary is not available. On (B)(6) 2025, the patient was discharged from the hospital continuing pd with the same cycler. The nurse stated that the patient was utilizing only 2.5% strength delflex pd solution was not achieving adequate fluid removal (ultrafiltration) during dialysis. The pd nurse confirmed that the hospitalization is not related to any issues/malfunctions with fresenius products. The patient has since switched to combination 4.25% strength pd solution without any further reported issues.